Manufacturer narrative:
Complaint not confirmed, no suture was returned with the device. The cannula however was found to be broken and pushrod tab assembly # 2 dislodged from the trigger indicating the pushrod is stuck in the cannula. A likely cause of the broken cannula and pushrod tab disassembly is prying/leveraging the device.

Event description:
On 01/03/2022, it was reported by a distributor via e-mail that a ar-4501 meniscal clinch suture split. This occurred on (B)(6) 2021 during a arthroplasty resection trapezius metacarpal when the surgeon was doing the suture of a posterior horn, the first meniscal clinch was placed and it worked correctly. When fixing the second stitch it is calibrated in 18, the first stitch is passed and goes down correctly, however when lowering the second stitch the tip splits and does not lower the stitch. The device does not work and does not reduce the meniscus to what the surgeon informed so it can not be placed. The case was completed by removing the meniscus.